Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed the customer reported issue, the device could not be turned on due to a defective printed circuit board. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has no repair history in the past year. Based on the physical evaluation, power supply failure was due to a defective printed circuit board. However, the cause of the defective printed circuit board is unknown.

Event description:
The olympus (osh) field service engineer was informed via repair request that the customer high-definition liquid crystal display monitor has ¿power supply failure¿. The reported problem was found at reprocessing. No procedure was involved. No death, injury or harm was reported to olympus.

Manufacturer narrative:
Updated fields: e4, h6 and h10. E2 was inadvertently selected. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been nearly 6 years since the subject device was manufactured. Based on the results of the investigation, the reported phenomenon ("power cannot turn on") likely occurred because power was not properly supplied to the device due to a faulty g1 (circuit) board. However, the cause of the faulty board could not be identified. Olympus will continue to monitor field performance for this device.